Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "leakage of prosthesis". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/ or corrected data: b5, g1, h6.

Event description:
Patient reported right side rupture. Healthcare professional reported "leakage of prosthesis" and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell. The device was underweight. A visual and microscopic analysis was performed which identified a sharp crease break on the anterior, a crease fold, and stress marks. Based on the device analysis the final assessment is a patter of sharp creases on the anterior side of the broken shell assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5; h.3; h.6.

Event description:
Physician reports capsular contracture, baker grade unknown.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." Device remains implanted.